Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this pacemaker experienced a pocket erosion with potential risk of an infection. The pocket was revised and the device remains implanted and in service. No additional adverse patient effects were reported.